Manufacturer narrative:
(B)(4) a supplemental report will be submitted upon final review of medical records and completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient's nurse (pdrn) reported that the patient was admitted to the hospital on (B)(6) 2016 for cardiac issues. The patient expired on (B)(6) 2016. Patient medical records have been requested.

Manufacturer narrative:
Correction: device available for evaluation and device evaluated by MFR? Cycler was returned. The device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures or problems. The cycler programmed displayed fill and drain volume values were within the tolerances. There was no unusually ¿sounds¿ detected in the unit¿s operation. A second simulated treatment was performed and completed without any failures or problems. The cycler weighed fill volume values were within tolerance. The cycler programmed displayed fill and drain volume values were within the tolerances. System functional tests passed. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
There is no documentation in the medical records that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and nausea, diarrhea, and patient death. Although there were no peritoneal dialysis treatment records included in the medical records, the peritoneal dialysis nurse did not indicate any issue regarding dialysis treatments. The patient had an extensive past medical history of comorbidities including coronary artery disease, congestive heart failure, with recent potential wound infection/osteomyelitis related to right toe amputation that reasonable suggest a contribution to the hospitalization and death. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Based on the 11 pages of medical records information it appears that on (B)(6) 2016 the (B)(6) caucasian male patient presented to the hospital with persistent nausea and diarrhea and was admitted due to low blood pressure, intravascular volume contracted with secondary hypotension with noted concern for a wound infection/osteomyelitis related to a recent right great toe amputation. During the hospitalization the patient began having runs of non-sustained ventricular tachycardia and overnight had a clinical decline with progressive hypotension, severe metabolic acidosis with elevated lactate level. The patient¿s condition continued to deteriorate and the patient subsequently did succumb to the illness and was pronounced deceased on (B)(6) 2016 with a final diagnosis of sepsis with shock, severe metabolic acidosis, and ventricular tachycardia. Secondary diagnosis included a history of end-stage kidney disease on chronic peritoneal dialysis, non-insulin dependent type 2 diabetes, chronic atrial fibrillation, combined left ventricular systolic and diastolic dysfunction. During follow up the peritoneal dialysis nurse reported that the patient death was not dialysis related.